Manufacturer narrative:
Insulin pump passed the displacement. However, the audio tones/beeps/vibrate no function properly, audio test failed when adjusted the audio options volume 1-5, all sound setting ware same levels and hardware low level failure alarm during self-test due to broken trace on keypad assembly. No hardware low level failure alarm in the insulin pump history file. Unit was programmed with test guardian link 3 and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 200 value properly on display graph. No unexpected calibration error or lost sensor alarms noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer was able to clear the alarm and was able to rewind the insulin pump. They did self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.